Manufacturer narrative:
The recipient's device was reportedly explanted due to being a non-user of the device for the past 15 years and needing the ability to undergo MRI scans for health reasons. Additionally, the recipient presented with pain at the implant site following a head trauma, however, did require any medical intervention. The external visual inspection revealed the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical test performed. This device was explanted for medical reasons. The device passed the tests performed. This older device configuration is no longer manufactured. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has reportedly healed following surgery and is doing well. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient was reportedly a non-user of the device. The recipient presented with pain. The recipient's device was explanted. The recipient was not reimplanted.